Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a active meter, compared to a hospital meter, within 10 minutes: 415 mg/dl on active meter and 112 mg/dl on the hospital meter. Test strips used for both meter has the same lot number. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.